Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer loosen and retighten the luer lock and was able to see drops exit the tubing. There was no impact to the customer's blood glucose level. It was also reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated removing more insulin from the cartridge than the insulin gauge read.